Event description:
Customer reported with an issue of "no suction occurs , unable to suction water through channel". According to the customer, the problem occurs towards the end of the procedure . Customer stated when attempting to suction water through to start the reprocessing, it was a very slow process. Customer stated when brushing the channel there was no foreign object in the channel. Device was immediately sent out for repair and did not use it after the problem found. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found unable to perform dunk test on the device due to foreign object in the channel. The air/water channel clogged with foreign material. The customer reported issue of no suction was confirmed as restriction/clogged air/water channel observed during inspection causing no output from the air/water channel. Furthermore, the following findings during device inspection were noted: insertion tube, with minor scratches observed. Play observed on control knob (up/down knob). Light guide observed with minor scratches. Distal end plastic cover scratches noted. Brush passage on channel noted with restriction due to foreign object in channel. White dots observed on the image check noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a foreign object becoming raised as a device inserted into the channel broke during user handling and fell out. The event can be detected by following the instructions for use which state: "inspect the suction function." Olympus will continue to monitor field performance for this device.